Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting off. The customer¿s blood glucose was approximately 300(mg/dl). Additionally, the battery gauge was fluctuating while connected to a power source. Reportedly the customer continued to use the pump for insulin therapy.